Event description:
The manufacturer received a complaint reporting that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm after the patient returned from the bathroom. At approximately 4:00, the patient awoke while using the device in noninvasive positive pressure ventilation (nppv) mode and went to the bathroom. Upon returning and immediately prior to initiating ventilation, the device alarmed with a ¿ventilator inoperative¿ message and was unable to operate. The event was reported to the manufacturer¿s sales representative, who subsequently visited the patient, provided a replacement ventilator, and exchanged the affected device. No serious injury or adverse patient outcome was reported. The returned device was evaluated by the manufacturer. During operational testing, the reported issue was reproduced. Review of the device error log identified a ¿ventilator inoperative¿ error associated with flow sensor fluctuation deviating from specification. Corrective restoration was performed, after which the error no longer occurred. As a precautionary measure to prevent recurrence, the flow sensor was replaced. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.